Manufacturer narrative:
Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patients underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
T was reported that a patient with a 25mm 3000tfx valve has been placed under evaluation for a valve-in-valve after an implant duration of nine(9) years, one (1) months due to severe aortic stenosis and regurgitation. The patient presented with nyha class iii symptoms of chf. The intervention is indicated but not planned or scheduled yet.

Event description:
It was reported that a patient with a 25mm 3000tfx valve underwent a redo avr after an implant duration of nine (9) years, one (1) month due to severe calcification, degeneration, stenosis and regurgitation. The patient presented with nyha class iii symptoms of chf. The valve was replaced with a 25mm non-ew valve. Per received medical records, the patient underwent aortic valve replacement due to severe calcific degeneration and worsening stenosis. During the procedure, the valve was suspended near the commissures. The valve was excised, and the surrounding scar and calcification was carefully debrided. The annulus was cleaned and a 25mm non-ew valve was implanted. Post-op tee revealed excellent prosthetic function with no pvl and well-preserved left ventricular function.

Manufacturer narrative:
H11: corrected data: corrected h6 impact code by replacing code-4621 by code-4627. Corrected h6 investigation conclusions by replacing code-4315 with code-50.